Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was not sound and not sending alarms. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had rewind was louder and crack to the reservoir. The insulin pump will not be returned for the analysis.